Manufacturer narrative:
Follow-up #1: date of submission: 04/13/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2016 with the following findings: on examination, the display lens was noted to be scratched. The scratched lens was determined to be a cosmetic condition of the pump. The display was determined to be clear and legible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the display screen was scratched and unreadable. There was no reported adverse physical event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.